Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-8943-15, depth device, 2.7 / 3.5 / 4.0 mm, low profile and an ar-2670, 2.7mm screw depth indicator, these 2 depth gauges in the clavicle fracture tray were inaccurate. This caused inaccuracies in screw length measured. This was detected during a clavicle fracture procedure on (B)(6) 2026. The procedure was completed successfully as they had to use x-ray to guess the appropriate screw length. 4 screws were wasted due to wrong measurement, and the screws were too long. On (B)(6) 2026 - the 4 screws used were ar-8835-20 x 2, ar-8835-24 x 1 and ar- 8835l-20 x 1. They replaced the 4 screws that were too long in the primary surgery. As both the depth devices were unable to provide proper measurement, they had to rerevise by putting shorter screws and performing an x-ray check which caused the surgery to take longer than it was supposed to. The complaint initiator thinks it took longer than 15 minutes because the nurse went out to search for possible peel depth gauge and came back with no luck. The surgeon tried many times to get the correct length as well. They used x-ray multiple times at different angles to make sure the screw was not too long.